Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 425 mg/dl after insulin delivery had been paused for approximately eight hours due to an occlusion alert that was not acknowledged, and the infusion set was also expired; user education and troubleshooting were provided, including confirming disconnection and completing a supply change, after which glucose returned to range. Symptoms included high blood glucose. Outcomes included restoration of glucose to the target range without hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed an insulin delivery interruption associated with an infusion set occlusion and an expired infusion set, resolved by supply replacement and resumption of insulin delivery. It was concluded that the event was due to an occlusion-related interruption of insulin delivery compounded by an overdue infusion set, with user education provided to prevent recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.